Event description:
It is reported that prior to ablation in an a-fib procedure, the cool flow pump could not boot up. The pump displayed error message "88" then stopped at "ch" and would not complete its testing phase. The event description provided by the customer was not indicative of a reportable complaint. However additional information provided stated that the procedure had to be aborted due to this malfunction. The patient was under general anesthesia for approximately an hour and a half. A transseptal puncture was already performed prior to the case cancellation. The patient's health condition or major medical history was not provided. The physician did not consider cancelling the procedure to be a potential risk to this patient. No extended hospitalization was required because of the procedure cancellation.

Manufacturer narrative:
(B)(4). It is reported that prior to ablation in an a-fib procedure, the cool flow pump could not boot up. The pump displayed error message "88" then stopped at "ch" and would not complete its testing phase. The event description provided by the customer was not indicative of a reportable complaint. However additional information provided stated that the procedure had to be aborted due to this malfunction. The cool flow pump system associated with this complaint was inspected by bwi service engineer. It was found that plug j51 on the pcba display was not plugged in properly. The issue was resolved by re-plugging it. The unit was upgraded with service bulletin #9, which is an encoder mounting upgrade. Calibration procedure and cool flow pump final test procedure were performed and the unit was operating within specifications of test and calibration. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Concomitant bwi products used during the procedure: c3 nav variable lasso catheter: model #: d-1290-01-s; lot #.: 15509877l. Ez steer thermocool navigation catheter: model #: d-1292-05-s; lot #.: 15484830m. (B)(4).